Event description:
Patient was revised to address malpositioning of the cup, which was causing edge-loading, creating metal debris. (Right hip).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: 12/7/2012 - litigation papers received. In addition to a malpositioned cup, it is now alleged that the patient suffers from pain, discomfort, inflammation, a popping/snapping noise, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone. The doi was also provided. Doi: (B)(6) 2007. The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Patient was revised to address malpositioning of the cup, which was causing edge-loading, creating metal debris. **update** (B)(4) 2012 - litigation papers received. In addition to a malpositioned cup, it is now alleged that the patient suffers from pain, discomfort, inflammation, a popping/snapping noise, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone. The doi was also provided. **update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.